Event description:
It was reported that the patient was admitted to the ICU following vns implant due to having difficulties being extubated. It was reported that when the patient was extubated, the patient began to experience obstructive apnea and was subsequently placed on CPAP. It was reported that the patient had previous airway problems due to a traumatic brain injury, but that the respiratory difficulty was increased following vns implant. Further follow-up revealed that a sleep study was planned. The patient was later transitioned to bipap and was discharged home in stable condition on (B)(6) 2015 with plan to follow-up with sleep medicine to have the sleep study performed. The patient was reported to be a medically complex patient and it is unknown whether or not vns is related to the patient's breathing issues. The device has been programmed on; however, no further programming changes will occur until the respiratory issues resolve. No additional relevant information has been received to date.

Event description:
Additional information received indicates that the patient did well at prior device settings for 2-3 days but then began having more difficulty breathing and was crying, grimacing and was uncomfortable during position changes. The providers elected to disable device therapy and the patient's discomfort was reported to improve within 10 minutes. Device function was noted to be normal with device diagnostics within normal limits. The provider intends to re-evaluate turning the device back on at a later date.

Manufacturer narrative:
Suspect device UDI: (B)(4).